Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach was further described as the patient did not wear a mask while performing pd therapy. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (in his solution bag, dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the event and had been retrained on proper aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.